Manufacturer narrative:
Findings: pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify battery out limit alarm due to blank display. Pump received with minor scratched lcd window, cracked case, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 103mg/dl at the time of the incident. The customer reported that the pump was not working. Customer states he had a blank screen and then changed the battery and got a battery out limit. The customer reported that the pump was not alarming at time of call. Customer states the batteries were out of pump greater than duration allowed by the pump. The customer stated that there was a crack where the battery going in at. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.